Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that two separate channels shut off in the cardiac case yesterday. Both channels were removed and tagged for both events. This has also been reported by other crnas when they unplug the channels at the end of the case as well before transporting to the cardiac ICU. Although requested further information could not be provided as the customer was unable to locate the devices.